Event description:
The MFR learned through routine hosp follow-up that a pt underwent reoperation and explant of a thrombosed valve. The pt risk factors included coagulpathy, congestive heart failure, and cardiomegaly.

Manufacturer narrative:
Section h6 - evaluation codes. Method code 86 (other) - a device history records review was performed. Result code 100 (other) - the device history records review confirmed the device met all material, dimensional, and performance requirements at the time of MFR and release.